Event description:
It was reported that the progammer generated an error code. It was further requested that the programmer be updated. Follow-up determined that the error occurred at power-up and functionality of the programmer was not restored, it was replaced with another at the account. The programmer has been returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer generated an error code. As a result the software was reloaded and the hard drive was reconfigured. It was also noted that the electrocardiogram (ECG) connector was loose. Concomitant product: product ID 2067 radiofrequency head. (B)(4).